Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display was dim and difficult to read in a bright setting. It was reported the display had dimmed gradually. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/22/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/10/2014 with the following findings:investigation revealed the display screen was dim and discolored.